Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. The device was four years old and unlikely to fail due to aging. Omsc presumed that the power supply unit components failed accidentally, and the converter failed. As a result, the power to the xenon lamp could not be supplied, the light could not be turned on, and e103 occurred.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, clv lamp error e103 occurred.there was no report of patient injury associated with the event.the event date was unknown.